Event description:
It was reported that: the surgeon deployed the collagen in the vessel. Used a balloon and covered stent to clear the occlusion. Additional information received on 01nov2022: during a tavr procedure on the (B)(6) 2022, single access was obtained under ultrasound. Vessel size was 6.8mm with no calcification or tortuosity. The measured depth for the manta was 2.5+1cm. There was no issues advancing or withdrawing sheaths. 11000iu of heparin and 70 mg of protamine was administered intravenously prior to deployment. Time to hemostasis was immediate. Post angio showed an occlusion at the manta site and it was reported that, a balloon and covered stent was used as patient was 93 and is a jehovah witness and blood products were not able to be utilized. Post procedure, patient was doing well with good pulses.

Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery. Ultrasound guidance was utilized to gain a central positioned access. The arteriotomy was 6.8mm, no calcification or tortuosity, with a depth measurement of 2.5cm + 1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. The manta was deployed at the measured depth, and time to hemostasis was immediate, although a post angiogram revealed an occluded flow at the manta site. The physician applied balloon inflation and deployed a covered stent. The patient is a jehovah witness; therefore, no blood products were utilized; and was doing well with good pulses post-procedure. Numerous causes for intraarterial deployment have been established. The exact cause for this intraarterial deployment cannot be determined due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiogram or device submitted for investigative purposes. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to possibly requiring endovascular intervention. Procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery.